Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the trial procedure ((B)(6) 2016) for scs implant, while the trial leads were implanted, the patient experienced pain in her left foot (outside the pain pattern) which persisted during recovery. The patient was treated with pain medication to no avail. Subsequently, the patient was hospitalized for intravenous pain medication treatment. Patient was discharged on (B)(6) 2016. The leads were explanted as planned on (B)(6) 2016. The patient received two leads with a same lot number.